Manufacturer narrative:
The cause of the peritonitis was reported to be due to poor environment/source of water (no further detail was provided). On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Thirty three days after the peritonitis onset date, the antibiotic treatment was discontinued, dianeal therapies were discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as event onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome was not reported. Dianeal therapies were ongoing. No additional information is available as the reporter declined to provide further information.